Event description:
During evaluation of a returned homechoice device, a high drain 101 (night drain #1) alarm was identified in the log. This alarm indicates that the patient drained greater than or equal to (B)(6) of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2014 at 07:39:12. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause of the iipv could not be determined. Should additional relevant additional information become available, a supplemental report will be submitted.